Manufacturer narrative:
Initial.

Event description:
It was reported that the user stated her healthcare provider instructed her to take long-acting insulin (lantus) in the morning while remaining connected to the ilet pump, and education was provided that this practice is not recommended for ilet use though the user could follow her provider¿s off-label direction. No reported symptoms. Outcomes included no alerts or alarms and no hospitalization. Investigation included troubleshooting and user education regarding appropriate ilet therapy practices. Investigation of this case revealed that the device functioned as designed and that the issue related to off-label concomitant use of external basal insulin while the pump remained connected, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user management and off-label use rather than a device problem.